Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received an inappropriate shock after the device oversensed t-waves leading to fibrillation. Programming changes were made and the patient will be followed normally.